Event description:
Reference number assigned by national competent authority: (B)(4). On (B)(6) 2026, our distributor reported an issue with a 3dimensions mammography system. Specifically, during a patient examination, the right footswitch used to lower the c-arm became stuck, causing the c-arm to continue moving downward without command. No error messages were generated. The motion could be stopped manually by the operator. The field service engineer confirmed that the uncommanded vertical movement was caused by the defective footswitch. No patient or user injuries were reported. Our hologic technical service team reviewed the incident and confirmed that the right footswitch used to control the vertical c-arm movement was defective. The distributor¿s field service engineer replaced the footswitch assembly. After this intervention, the system started to operate normally. Our hologic technical service team has advised the distributor to continue monitoring the system and to report any recurrence of the issue. Confirmation will be provided in the final vigilance report. Imdrf codes: a0512, e2403, f26.